Event description:
On 03mar2022 accelus was informed of a complaint on a flarehawk split shim implant during a one level tlif procedure on (B)(6) 2022. It was reported that during the initial procedure the surgeon did not confirm locking of the implant intraoperatively and as a result the shim migrated postoperatively and was removed via an additional surgery on (B)(6)2022. It was reported that during the original procedure, after deployment the audible click on the inserter was heard and the surgeon was under the impression that the shim was locked. It was reported that the surgeon did not confirm locking via a contralateral oblique fluoroscopic image as is required by the surgical technique manual. Postoperatively, the patient was complaining of pain and postoperative imaging showed that the shim was migrating. Further examination of the intraoperative fluoroscopic imaging confirmed that the shim was not locked in the shell at the time of the initial procedure. The revision procedure was performed without complication. No additional patient harm was reported as a result of this occurrence.